Manufacturer narrative:
The reported complaint of read only mode (rom) mode and data corruption with the atrial leadless pacemaker (lp) was confirmed. The diagnostics showed that the atrial lp experienced a series of power on reset and watchdog reset, which resulted in the atrial lp operating in rom mode in evvi settings. The root cause was not able to be confirmed with the information provided.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) was in rom mode, the real time clock (rtc) was corrupted, and there was poor implant to implant (i2i) communication. Programming changes were implemented. There were no patient consequences.